Event description:
The complainant reported that a therapeutic radiofrequency ablation (rfa) for hepatocellular carcinoma (hcc) was performed on a pt in 2005. A metal guiding needle was reported to have been employed during the procedure. The needle was inserted from back to front and advanced 15 cm form the surface of the liver. Ablation was performed using the half deployed method at 90w, without roll-off. The needle was then innerted from the front and ablation was performed twice using the half deployed method, without roll-off. The procedure was successfully completed. Seven months later, foreign material was noted at the operative site. The material was removed from the pt via the aid of forceps, without complication. It was reported that the pt had not experienced any pain as a result of the foreign matter, nor was there any infection identified during the procedure to remove the foreign matter. The foregin matter was noted to be clear plastic, measureing 2mm by 1mm by 30mm. The pt's current condition was noted as "good".